Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and was treated with vancomycin injection (1gm every 96 hrs, discontinued) and fortum injection (1gm once a day, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. It was reported that the patient's pd catheter was removed and the patient was switched to hemodialysis twice a week. No additional information is available.